Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not complete boot up cycle during power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.